Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during the pre-use inspection, the high flow insufflation unit displayed a pressure sensor offset condition. There was no patient involvement.